Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had leaks at the reservoir passed the 2nd o-ring. It was reported that the customer had been having high blood glucose levels. It was reported that insulin was found in the reservoir compartment. Troubleshoot was conducted and the customer was advised to monitor the device. No further information provided.